Event description:
On (B)(6) 2011, product analysis was completed on a vns patient's generator that had been explanted on (B)(6) 2011 due to end of service. The battery was confirmed to be at end of service in the product analysis lab; an open can measurement of the battery voltage confirmed that the battery was depleted. The end of service condition was the result of expected battery depletion based on the battery life calculation. However it was also determined that during manufacture of the generator, the r35 resistor (a selectable value resistor) could have been more optimally chosen. Using a lower value resistor, the module met all specifications as defined by the post burn-in electrical test specification. The out-of-limit pulsing current could potentially be a contributing factor to the end of service condition, however the battery longevity calculation determined that the end of service condition was an expected event with negative years until eri=yes.